Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient went to the emergency room with symptoms of overdose that were specified to be lethargy and mental confusion. There was no alleged product issue, but as a result of the event, the patient was reprogrammed. At the time of the report, there was no patient injury. The device system was used to deliver baclofen and morphine.